Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 01/07/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement .

Event description:
Npi 8120 did not turn on. Other- specify in comments. The customer stated that there was no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a pca8120 sn (B)(4) did not turn on when attached to pcu. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: I transferred (B)(6) to com for rga number to send unit in for warranty repair. Ref: (B)(4).

Event description:
Npi 8120 did not turn on othe - other- specify in comments the customer stated that there was no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8120 did not turn on account name: (B)(6). Account #: 1739570 asset name: 8120 pca module n. America v9.33.0 asset location: contact: (B)(6). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: samson had a pca8120 (B)(6). Did not turn on when attached to pcu. Failure device type: alaris system instrument failure problem type: 8120 failure mode: troubleshooting/ error codes. Case resolution: I transferred samson to com for rga number to send unit in for warranty repair. Ref:(B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 01/07/2019.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement .